Event description:
It was reported that during the implant procedure the atrial lead helix would not engage into the heart tissue. After several unsuccessful attempts to place the lead, it was observed that when turning the pinch tool the helix popped out instead of moving gradually. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) full lead: the lead is stretched preventing proper torque transfer.